Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, lot 202106291 was being used on (B)(6) 2021 and the ¿dr. Was doing a robotic total using the vcare. During manipulation of the uterus the handle broke free of the shaft allowing it to spin freely which stopped the procedure so the surgeon could remove the device. A second vcare with a different lot number was open and placed in the patient by the surgeon causing a 10 min delay. Dr. (B)(6) proceeded robotically until the handle broke free on the vcare device again. Procedure was completed without placing a 3rd vcare.¿ there was no report of impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. Customer event ¿handle broke free of the shaft allowing it to spin freely¿ was confirmed based on photographic evidence and device evaluation. One 60-6085-201a returned opened in original packaging. The lot number of the device - 202106291 was verified. A visual inspection confirmed the handle was spinning. The handle was taken apart and the tube was broken with the metal tubing separated. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found a total of 4 similar events involving (B)(4) devices for this lot number. A two-year review of complaint history revealed there has been a total of 39 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, lot 202106291 was being used on (B)(6) 2021 and the ¿dr. Was doing a robotic total using the vcare. During manipulation of the uterus the handle broke free of the shaft allowing it to spin freely which stopped the procedure so the surgeon could remove the device. A second vcare with a different lot number was open and placed in the patient by the surgeon causing a 10 min delay. Dr. (B)(6) proceeded robotically until the handle broke free on the vcare device again. Procedure was completed without placing a 3rd vcare.¿ there was no report of impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.